Manufacturer narrative:
Follow-up #1: date of submission 10/09/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: the pump booted to the verify screen with dim pink contrast. The oled screen was removed and replaced with a new test screen and the contrast returned to normal with test screen. A visual inspection of the "battery compartment¿ revealed a compartment crack from threads to case seal. The keypad is fully intact with no peeling or damage observed. The "contrast" key was unresponsive while the "up","down" and "ok" keys do respond to inputs. When the keypad was removed evidence of keypad contamination was discovered under ¿contrast¿,"down" and "up" contact buttons.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen for their device had gradually dimmed and taken on a pinkish hue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.